Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positive results were obtained. This occurred 3 times. Confirmatory testing was performed using gram staining. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: what confirmatory test was performed to determine the false positive result? For confirmation, gram staining was performed. Have any incorrect results been reported to physicians? Not applicable, as it is a blood bank. Drawer b, rack g, 3 positives.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: a complaint of "false positive results" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Field service engineer was dispatched and no instrument issues were identified. The complaint is not confirmed. The root cause is unknown. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 4/25/2017. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positive results were obtained. This occurred 3 times. Confirmatory testing was performed using gram staining. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: what confirmatory test was performed to determine the false positive result? For confirmation, gram staining was performed. Have any incorrect results been reported to physicians? Not applicable, as it is a blood bank. Drawer b, rack g, 3 positives.